Event description:
Revision surgery - the surgeon implanted a djo rsp shoulder. The surgeon noticed the glenoid bone stock at the time was jello and proceeded to remove the glenoid component screw. The surgeon replaced the product with an adapter and head.